Event description:
A vascular access graft, implanted in the right thigh of a patient a week prior, was compromise during dialysis cannulation, and a large hematoma developed. It was reported that the dialysis technician compromised the back wall. The technician pulled back and began dialysis. The patient began to bleed through the back wall stick and the hematome developed. Patient was hospitalized. Two days later exploration of the 2 mm bleeding puncture site revealed bleeding from the posterior wall, mid-circumference, distal arterial limb, was not tangential and no anterior wall bleeding was noted. The graft was repaired (not revised) and patient continues to be supported. It was reported that the doctor does not intend to use the graft for 3 weeks as the patient has a wound infection currently being treated with antibiotics. The graft was not infected. Cultures showed no growth.